Event description:
It was reported that after performing an accessory pathway (wpw) ablation, the patient's blood pressure had dropped. It was determined that the patient had suffered cardiac tamponade. Pericardiocentesis was performed, however, it was unsuccessful. Therefore, surgery was needed. The surgeon performed 'pericardial window' surgery. Patient had recovered. Prognosis was excellent. Adverse event was stated to be procedure related. The complication had been resolved; outcome was good. The transeptal procedure was performed using agilis sheath and either a brk or brk1 needle (st. Jude medical's sheath and needle). There were no error messages or indications that any of the bwi equipment malfunctioned during this procedure.

Manufacturer narrative:
Catheter was discarded by the customer and will not be returned for evaluation. Concomitant products used during the procedure: carto 3 rmt system: model #: m-5830-01, (B)(4). Stockert rf generator: model #: m-5463-01, (B)(4). (B)(4).